Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the battery run test failed and was short on run time. The fse replaced the batteries as per the protocol. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a short battery run time. There was no patient involvement, and no adverse event reported.

Event description:
N/a.